Event description:
It was reported that the patient's ipg had reached end of service. A manufacturer representative met with the patient and confirmed that the ipg was not communicating with external devices. Surgical intervention may take place at a later date to rectify the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The reported observation of ¿ipg eol" was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date at which time therapy and programming is inhibited. The estimated longevity was approximately 2 years, +/- .25-year per ¿ 90205144, assuming 350 -ohm program lead impedances for device model 3660 when using program #2 and 3 the most used program. The device provided 2.5 years of stimulation between the implant and end of life (eol) dates and is considered to have normal battery depletion based on the available information.

Event description:
Additional information was received indicating the patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg was explanted, replaced and therapy was restored.

Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.